Event description:
Caller reported a malfunction on the pump, with malfunction code malf 0, which was not resettable. There was no adverse impact to the customer's blood glucose level. Cts sent a replacement pump and advised the caller to return the problematic pump via ups using a pre-paid label within 10 days. Caller was informed of the steps needed upon receiving the replacement pump and acknowledged the advice to wait until a session ended or was stopped before inserting a new sensor if using a g7 sensor with the replacement pump. Caller will reach out to their healthcare provider to establish a backup therapy, as none was currently available.